Event description:
The report stated that the device jaws stuck to tissue and were forced open in order to remove the device resulting in some bleeding. In addition, the device was not producing seals although an end tone, indicating a completed seal, was heard. The device was cleaned twice during the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.